Manufacturer narrative:
[See scanned pages].

Event description:
Cruikshank, et al. "Intravenous diazepam infusion in the management of planned intrathecal baclofen withdrawal." Developmental medicine & child neurology. 2007; 49: 626-628. The article describes an 11 year old female with cerebral palsy with diplegia who had a baclofen pump implanted 3 years previously. She had a long history of skin infections overlying the pump which required repositioning on several occasions. Two and one half years later, the pump was removed due to infection. Eleven months later, a new baclofen pump was inserted. Five months later, a persistent wound infection over her lumbar spine resulted in the exposure of the underlying catheter. To prevent further complications, the pump was removed. Prior to surgery, she was commenced on oral baclofen. Post op. She was commenced on a diazepam infusion which was stopped at 36 hours. She was then commenced on oral diazepam. She continued on oral baclofen post op. The procedure and post op course were uneventful. She did not develop worsening spasticity or dystonic spasms.